Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, g, b, c, d codes.

Event description:
It was reported that the pumps are alarming "disconnected" and shutting down during "critical points" in surgical cases. Customer clinical engineering has been unable to find any root cause of the issue. There was patient involvement however patient harm is unknown.

Event description:
It was reported that the pumps are alarming "disconnected" and shutting down during "critical points" in surgical cases. Customer clinical engineering has been unable to find any root cause of the issue. There was patient involvement however patient harm is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.